Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval confirmed the reported "device turns off without user input intermittently", caused by corrosion on the backflex tail. The backflex was replaced.

Event description:
During baxters device eval, the device was found to power off intermittently without user input. There was no pt involvement.